Event description:
Consumer reports that he/she was using model number pj1011 and water shot out of the base in his/her face and had to go to emergency room as there was swelling. This product was recalled in november 2015 and has not been sold at (B)(6) stores since that time. The manufacturer is out of business.